Manufacturer narrative:
The reported event of channel disconnections file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported channel disconnections. One known unit to experience this was the transplant unit. There was no report of patient involvement, nor was there any report of iui corrosion.

Manufacturer narrative:
The reported event of channel disconnections file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported channel disconnections. One known unit to experience this was the transplant unit. There was no report of patient involvement, nor was there any report of iui corrosion.